Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times. Insulin was squirting out during the manual prime process. The customer used the plunger to push insulin through but felt some resistance. The no delivery alarm was resolved by a complete set change. Insulin continued to drip after letting go of the act button during the prime process. Customer's blood glucose level was 215 mg/dl. He was unable to finish troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.